Manufacturer narrative:
It was reported that the ventilator generated an alarm that indicates that safety valve could not be open. The ventilator was investigated by our field service engineer (fse), expiratory channel printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. That can be confirmed in the provided logs. The pcb was sent for further investigation. Visual inspection of the returned expiratory channel pcb revealed no abnormalities. Then the pcb was tested in our ventilator laboratory. Safety valve test failed several time in pre-use check. The most likely cause of the reported problem is the expiratory channel board. It has not been possible to carry out a more detailed analysis of the pcb and therefore the definitive root cause cannot be determined. Expiratory channel pcb is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000.

Event description:
Manufactures reference ID: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).